Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages from coaguchek xs meter serial number (B)(4) indicating the test strip was expired. While troubleshooting with customer support, it was confirmed the strips being used were not expired. However, the date and time set on the meter were not correct. The customer was assisted with resetting the date and time and a display check was performed. During the display check, two segments were missing in the first "8" of the result display. This could impact the interpretation of results. The suspect meter was requested to be returned for investigation. Replacement product was sent. There was no allegation of an adverse event.

Manufacturer narrative:
The meter was returned for investigation. No error was found with the display and all segments were present. No contamination or corrosion was detected.